Event description:
According to the customer report, the needle does not retract after puncturing the patient during use. Detailed safety issue - leading to needlestick accidents. Was there a needlestick injury that occurred? I don't think so, because he didn't say anything in particular.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.